Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after the right atrial (ra) lead was placed, there was not good sensing or pacing during testing. The lead was removed and the physician elected to implant a single chamber implantable pulse generator (ipg). No patient complications have been reported as a result of this event.